Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that on (B)(6) 2023 from 15:57 through 19:00, a continuous infusion of heparin 25,000 units/250ml in dextrose 5% was "auto programmed" and started at 9.84 ml/hr. About an hour later, the infusion was paused for blood draws, and was then manually resumed at 9.84 ml/hr. About two and a half hours later, the nurse reportedly returned to the room when the pump started beeping and found that the "bag was dry" (empty) earlier than expected. Due to the event, the patient reportedly experienced an elevation of partial thromboplastin time and required administration of protamine. The patient was transferred to a high level of care.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that on 10 march 2023 from 15:57 through 19:00, a continuous infusion of heparin 25,000 units/250ml in dextrose 5% was "auto programmed" and started at 9.84 ml/hr. About an hour later, the infusion was paused for blood draws, and was then manually resumed at 9.84 ml/hr. About two and a half hours later, the nurse reportedly returned to the room when the pump started beeping and found that the "bag was dry" (empty) earlier than expected. Due to the event, the patient reportedly experienced an elevation of partial thromboplastin time and required administration of protamine. The patient was transferred to a high level of care.